Event description:
It was reported that 5 days post implant of this medtronic 27mm avalus bioprosthetic valve, the patient developed symptomatic junctional bradycar­dia and intermittent complete heart block, necessitating ex­ternal pacing. It was reported that a permanent dual-chamber pacemaker was implanted. No further information was provided pertaining to medtronic product.

Manufacturer narrative:
Continuation of d10: product ID: 40025, (unknown serial/lot); product type: 0195-heart valves; citation: aakash angirekula., et al.. Successful redo surgical replacement of a flail bioprosthetic aortic valve: a case report. Am erican journal of case reports 25: e945043 2024. 10.12659/ajcr.945043 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.